Event description:
The staff was unfamiliar with the soft chest tubes which require that the end be cut off before attaching it to the vacuum. There are no directions in the packet and the rigid tubes do not require modification.